Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with a neurostimulator for non-malignant pain and failed back surgery syndrome. The patient stated the stimulator wasn't really helping a whole lot and that it never really helped. The patient also reported that his back was so much worse and that it was getting worse and worse. Per the patient, on his bad days, he lays in bed "screaming like a little girl" and the stimulator (when it was on) wouldn't do a thing for him on those bad days. The patient stated the stimulator would help a little bit on his "so, so days" but the stimulator really wasn't doing much of anything for the patient. The patient later reported he had an appointment with the doctor. Information was requested regarding the steps taken to resolve the issue. The event will be updated should additional information be received. Additional information received from the consumer reported that the patient had an appointment with the healthcare professional on (B)(6) 2016, and the patient requested that a manufacturer representative be present at that appointment. The implantable neurostimulator (ins) never helped the patient on his bad days, but it helped a little on his ¿so-so¿ days. Additional information received from the healthcare professional reported that the patient experienced low back/right lower extremity pain, right lower extremity radiculitis, numbness and paresthesias with weakness to his right foot. The patient had decreased sensation to the right foot compared to the left. It was also reported that a spinal cord stimulation (scs) trial system which helped the patient some. The patient had been hopeful that the permanent device would help him more, unfortunately it did not. As of (B)(6) 2016, the pain was affecting his way of life and his ability to perform activities of daily living (adls). It was noted that the patient had x-rays taken of the lumbar and thoracic spine on (B)(6) 2016. The healthcare professional wanted the patient to try the ins as the manufacturer representative was able to restart the device. The patient was going to go home, get the ins fully charged, give it a try, wear it all the time / use it all the time, to see if it offered him any relief of his symptoms. It was reviewed that the manufacturer representative could be contacted for a stimulation adjustment again, if needed. A follow up appointment with the healthcare professional was scheduled for (B)(6) 2016; they planned to discuss with the patient whether the ins was covering the patient¿s pain or if they needed to work him up further. No outcome or further troubleshooting/interventions were reported for this event. Follow up information was requested to determine event outcome, steps taken to resolve the reported issues, x-ray results from (B)(6) 2016, and the results of the follow up appointment on (B)(6) 2016. If additional information is received, the file will be updated. The patient¿s medical history included a multilevel lumbar fusion in 2007 (prior to device implant) and a ci catrix in the midline of his low back as well as the right buttock and thoracic spine region. Concomitant medications include acetaminophen and oxycodone 10/325, naproxen, and gabapentin 1200 mg. Additional information was reported that the patient stated he has not used his ins in years. The patient stated he probably quite using the ins in 2014 or 2015. The patient stated the ins never did help him and 99% of the time the stimulation was never hitting the right places. The patient wants the ins taken out, but he needs a healthcare provider (hcp). No further information was reported. Additional information was received from the patient stating that they are looking to have the implantable neurostimulator (ins) removed, and he thinks he has found a health care provider (hcp) to remove it, but asked what he would be eligible for in terms of MRI if the hcp did not remove the leads. Requested information was reviewed for the patient.